Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was congestive heart failure and a bleeding ulcer. The caller stated that the customer had multiple medical conditions that may have led to the customer's passing. The customer¿s blood glucose was 800 to 1100 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, when the customer got admitted. The customer was not using sensors. The customer got diabetic ketoacidosis and may have had the flu. The caller declined to return the insulin pump for analysis.